Event description:
Poor packaging design allowed device handle to fall below sterile line and become contaminated. The plastic pieces of packaging become disconnected from one-another. The handle is relatively heavy (compared to the catheter shaft) and the plastic piece that holds it is on the bottom of the connection, so it just falls off. When the catheter fell out of the sterile package (the handle side is where it is opened) it remained in the short plastic tray.====================== health professional's impression======================weight-bearing portion of break-away packaging is on the bottom, as packaging open in this case it was not well engaged into the shaft-portion and hung dependent, pulling the catheter out. With nothing to retain it, the catheter fell to the floor. Pictures will be forwarded for clarification.